Manufacturer narrative:
(B)(4). The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 47 mm. Follow up dates and aneurysm measurement: (B)(6). It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.